Event description:
User facility reported that after running a non-lumen cycle on their vpro sterilizer, the biological indicator vial cracked, causing its contents to leak out, inside the peel pack. An employee removed the load and, within a few minutes, experienced a burning sensation along with white spots on both hands. No blistering was present. The employee went to the ER. The ER staff instructed her to wash both hand and the burning sensation was resolved within 15 minutes. The employee did not miss any work. Instruments were re-processed before use. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician arrived at the facility and re-ran 2 load cycles with new bi's. Cycle parameters on both cycles were checked and were all met. The service technician checked the unit for any leaks and verified the injection cylinder and sensors were working properly. The unit was confirmed operational and returned to service. The bi subject in this event was a steris v24 self contained bi. Samples from this lot were retained for testing. All samples were found to be within specification and no breakage was noted during inspection after testing. It was confirmed that the affected employee in this event was not wearing gloves when removing the load from the sterilizer allowing residue from the broken bi to come in contact with her skin. The vpro operating manual states (2-1), "ppe-personal protective equipment including goggles or face shield and chemical-resistant gloves. Ppe required per task will vary depending upon hazard of the task." The v24 self-contained biological indicator instructions for use states (ref 6.1) "if the ampoule is broken or any evidence of media leakage is observed do not remove the scbi and its contents". In addition to "caution: always wear gloves when handling scbi". A steris in-service on proper use and training was offered to the facility. The user facility declined this offer.